Event description:
It was reported the battery was not communicating with the pump. No further information provided. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received. The visual inspection noted the bottom tamper seal was broken but the plunger seal was intact. The top case had chipped corners and the battery door was cracked. During the functional testing, a "battery communication timeout" was found at power up and all the battery values were zero. White unknown substance was found on the interconnect board. The root cause was found to be customer damage with the contamination on the interconnect board. The interconnect board was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.